Event description:
Customer reported via phone, she was hospitalized for diabetic ketoacidosis. Customer had a bad connection and was stated she will call back. Call was disconnected and customer is not returning the transmitter for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.